Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test ac adapter. The ventilator passed 121 hours of extended run in test's at the customer¿s settings. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. No indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail shows no signs of frayed cabling. Carefusion performed further bench testing using a tektronix oscilloscope, measured the ¿ps fail¿ circuitry voltage. The 4 internal power supplies being monitored were within the required voltage. During bench testing, the technician was unable to reproduce the ¿intrrpt1¿ and ¿intrrpt2¿ conditions. The event trace log was reviewed and confirmed recorded events that indicate that reset conditions did occur, so carefusion replaced the power board and memory board as a precaution although the device passed all testing.

Event description:
It was reported to carefusion that the unit's event trace history indicates the ventilator had restarted twice and the customer would like the ventilator evaluated. There was no patient harm associated with this complaint.